Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. It was reported that leakage can be confirmed. The probable cause is due to unintentional damage to the bag seam when closing the side panel during compounding. There were no damages or anomalies observed. A puddle of water was observed below the cassette. A leak was found within the cassette bag. The location of the leak. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump leaked and then it turned off on its own, possibly due to liquid damage. The pump was possibly contaminated with chemo. The event occurred while in use with patient at patient's home. There was no patient harm/adverse event reported.